Event description:
During a follow-up in-clinic, episodes of noise and decreased pacing impedance resulting in arrhythmia were observed on the right atrial (ra) lead. Ra lead damage was alleged, but not confirmed. Reprogramming was performed to resolve event. The patient was stable and will continue to be monitored.